Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported experiencing irritation from the pod. She stated that it was painful while wearing and when the pod was removed, she had a red raised rash that developed throughout her whole upper arm with fluid underneath the skin. She went to the doctor, diagnosed with cellulitis, and prescribed cefuroxime 250mg (pill) twice a day and doxycycline. The pod was worn longer than 48 hours and thrown away.